Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer reported that their device failed its user test, logged multiple event codes and would not complete the defibrillation charge process. In this condition, the device could not be used to deliver defibrillation therapy to a patient, if needed.  There was no report of any patient use associated with the reported issue.